Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a hand surgery a microfix qa+ #3/0 ocord v-4 tapercut needles w/drill bit broke. The complaint device was received and inspected. Visual observations revealed that the anchor was not received with the device; besides, the device was received dissembled. It was observed that the suture was broken; also, the needles were still attached in the distal part of the suture. Finally, it was found blood residues. The photo provided by the customer showed the same condition found during the physical analysis. The complaint can be confirmed. The possible root cause for the broken suture can be attributed to external excessive force and using sharp instruments during the surgery. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l96778, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(4) that during a hand procedure, it was observed that the microfix qa+ #3/0 ocord v-4 tapercut needles with drill bit broke. Another like device was used to complete the procedure successfully without delay. There were no adverse patient consequences reported. No additional information was provided.